Manufacturer narrative:
A4: patient weight: asku. A5a: ethnicity: added ethnicity. B7: other relevant history: added patient health history and medications. D1: brand name: corrected brand name.

Manufacturer narrative:
B5: additional information added to provide date of original implant and identity of devices implanted. H10/h11: lot # 05309934 and 05276991 were implanted on 2017233-2019-012532009. It is unknown which of the two devices was associated with the subsequent dissection, so both are being reported. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient had previously undergone a procedure to treat a thoracic aortic dissection on (B)(6) 2009. Conformable gore® tag® thoracic endoprosthesis 05309934/tg4020 and 05276991/tg4010 were implanted. On (B)(6) 2019, the patient presented for a procedure to treat a proximal extension of the previously treated thoracic aortic dissection. A conformable gore® tag® thoracic endoprosthesis was implanted, with the proximal end landing at the left subclavian artery. The patient tolerated the procedure. The physician believes the dissection was part of natural disease progression.

Manufacturer narrative:
H6: conclusions code - code revised from 67 to 22.

Manufacturer narrative:
D1: brand name - corrected to gore tag® thoracic endoprosthesis.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that the patient had previously undergone a procedure to treat a thoracic aortic dissection on an unknown date in 2009. On (B)(6) 2019, the patient presented for a procedure to treat a proximal extension of the previously treated thoracic aortic dissection. A conformable gore® tag® thoracic endoprosthesis was implanted, with the proximal end landing at the left subclavian artery. The patient tolerated the procedure. The physician believes the dissection was part of natural disease progression.